Event description:
The iab was implanted in the left femoral artery. At approx 0310 am the acat 1 plus alarmed with "possible helium leak." The catheter was checked for kinks or other problems with the hub. The md removed the catheter as soon as he found there was some blood in the helium tubing. A new iab was inserted at 0400. The pt expired at 0900. The clinicians are not attributing the iab difficulty to the death.